Event description:
Reportedly, after implantation of the device, the autothreshold test was performed. The value displayed on screen programmer (0,75v) was different of the printed value.

Manufacturer narrative:
Analysis of the provided expertise files revealed for an automatic threshold test the value printed as ¿threshold¿ is not correct, due to a programmer software anomaly. - the correct values for the 3 autothreshold tests performed on (B)(6) 2022 are 0,75v - corrective actions of this software issue are currently being considered.